Event description:
A report was received that the patient had fluid retention at the pocket site. The incision looked red, warm to the touch and swollen. The physician drained the fluid and irrigated the pocket site with antibiotics. The patient was prescribed steroids. The patient was reportedly doing better.